Manufacturer narrative:
Concomitant medical products: product ID 37742, product type: programmer, patient. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, explanted: (B)(6) 2016, product type: extension. Product ID neu_unknown_ext, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional indicated that the stimulator was working well until the patient was struck by a car and the extension leads fractured in the trauma. There were broken electrodes for the left leg nerve stimulator.

Event description:
It was reported that the patient¿s stimulation from their implantable neurostimulator (ins) ¿doesn¿t even work¿ as a result of a recent car accident. The patient also had back pain as a result the recent accident and was to have an MRI for the issue. It was advised that in the best case only the ins would be head-only eligible for an MRI. Follow up information received from the healthcare professional (hcp) informed the patient that the MRI was not recommended based on the information they had and was not performed. The hcp encouraged the patient to see their physician who implanted the ins or to contact the manufacturer for a listing of physicians that work with the device (patient did not have a managing physician). The reporting hcp had no further contact with the patient. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 37742, product type programmer, patient. Product ID neu _unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and healthcare provider (hcp) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's lead wires broke so he had to have his battery replaced and the wires reattached. The caller also stated that some new components were implanted. No further information was reported. [Please refer to 702733689, dead pp battery; corrosion]